Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During set up for the procedure, when they were trying to puncture the biopsy cap, the sponge detached . A water soluble lubricant was not applied to the top of the biopsy cap prior to use. The procedure was successfully completed using another of the same rx locking / biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.